Event description:
Patient was having a drug eluting stent (des) placed in the cath lab. Ptca was done prior to stent placement. Dilatation and first stent was placed with no complications. Doctor decided that a second stent was required. During inflation of the second balloon mounted stent, up to approximately 12-13 atm, the patient started to experience difficulty. The balloon was immediately deflated. The patient experienced fibrillation and had to be cardioverted. After the patient's cardiac rhythm returned to normal, the procedure was continued. Fluoroscopy showed that the second stent was only partially deployed and the needle on the inflation device, when open to air, was positioned at 4 atm. Intervention was attempted to fully expand the second stent. This proved to be unsuccessful and the doctor decided to leave the second stent in a partially opened position. To the best of merit's knowledge, the patient is doing fine to date.